Event description:
Malfunctioning penile implant. Pt had received a 3-piece inflatable penile implant on (B)(6) 2011. He was returned to hosp on (B)(6) 2011 for deflation, revision, and replacement of the pump mechanism due to autoinflation of implant with inability to deactivate in an outpatient setting. We were recently notified of this malfunction.